Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implant procedure, due to difficult patient anatomy, placement difficulty occurred and the lead was unable to position into ventricle. After many attempts, doctor was able to position a different implantable pacing lead (ipl) instead. It was also reported that the patient experienced pneumothorax discovered during a routine chest x-ray performed a few hours after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead was unable to position into ventricle. After many attempts, doctor was able to position a different implantable pacing lead (ipl) instead. It was also reported that the patient experienced pneumothorax discovered during a routine chest x-ray performed a few hours after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.